Manufacturer narrative:
Replacement breast shields were sent to the customer. In follow up with a medela clinician the customer reported that her mastitis had resolved under her doctor's care with a course of antibiotics. The original product has been received, however, as of the date of this report a product evaluation has not been completed. Should additional info become available a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Report issue of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambac, 4th ed. P. 294: breastfeeding and human lactation.

Event description:
The customer reported that she was using the incorrect breast shield size with her pump in style breast pump and that she had gotten mastitis due to clogged ducts. She went to her physician and received treatment.